Event description:
It was reported that a piezowave 2 was used on a patient for myofascial acoustic compression therapy (myact) on the left leg in a medical facility. The patient was subsequently diagnosed with an acute meniscus root tear in her left knee, confirmed by imaging, as well as persistent neuropathic symptoms; however, based on the current clinical assessment and available findings, a direct causal link to the myact treatment is considered unlikely and cannot be confirmed.